Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) has an intermittent autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) had a issue of intermittent autofill failure. There was no patient involvement. No one was harmed onsite. A getinge field service engineer(fse) checked all transducer calibration ,found its ok. Refit safety disk and connection tubing's, cleaned shuttle and drive transducers.fault rectified tested unit for 4 hours no alarm found .machine kept under observation for next two days .unit returned to customer.

Event description:
N/a.